Manufacturer narrative:
Isi received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "vessel sealer device froze during use. Surgeon was unable to open jaws or straighten tip". The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. No instrument damage was found. The logs did not indicate any errors in the procedure that would suggest the vessel sealer freezing during use. There were a few instances of high starting impedance but those are related to too much tissue being between the jaws for energy activation, and afterwards the user was able to utilize the sealing function multiple times. A review of the site's system logs for the reported procedure date was conducted. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the vse instrument froze during use. The surgeon was unable to open the instrument's jaws or straighten the instrument tip. A robotic scissor instrument was introduced to free the vse instrument from unspecified tissue and the instrument was removed from use. At this time, the cause of the customer reported issue is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the vessel sealer extend (vse) instrument froze during use. The surgeon was unable to open the instrument's jaws or straighten the instrument tip. A robotic scissor instrument was introduced to free the device from tissue, and the instrument was removed from use. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: at the time the event occurred, the vse instrument was being used for sealing and then cutting of the short gastric vessels around the greater curve of the stomach. The vse instrument was reportedly functioning normally up until this event. Audible tones were generated indicating proper sealing. No errors related to the vse instrument were identified by the surgeon during the procedure. The customer confirmed hemostasis prior to removing the device from the operative field. The patient is reported as recovering from surgery without evident complication currently.